Event description:
The report stated that during mastectomy procedure, while using the electrosurgical pencil, they noticed the insulation section at the end of the pencil was missing. The pencil was replaced and the procedure was completed. They reported there was no pt injury.